Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One ntr clip (90326u184) was inserted and deployed at an a2-p2 location, successfully reducing mr to a grade of 1-2. It was noted that the patient¿s mean pressure gradient had increased to 5mmhg. On (B)(6) 2020, at the patients one year follow up, echocardiography showed that mr had increased to grade of 4. It was also noted that the patient¿s mean pressure gradient had decreased to 4mmhg. The physician stated that the implanted clip remained stable on the leaflets and the recurrent mr is due to a progression of disease. To reduce mr, a second procedure was performed on (B)(6) 2020 to treat mr with a grade of 4. One ntr clip (00327u176) was implanted medially of the previously implanted clip, successfully reducing mr to a grade of 2. However, the patient¿s mean pressure gradient had increased to 10mmhg. There was no clinically significant delay in the procedure. No additional information was provided.